Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakage from the universal cord / video cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There was no patient involvement in this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on light guide cover glass, water tightness was lost, due to damage on light guide cover glass, water tightness was lost, bending section cover had a scratch, adhesive on bending section cover had a chip, and switch 1 was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.